Event description:
One discrepant total bilirubin result reported for a male pt. Initial result 0.0 mg/dl; repeated three times giving 0.0 mg/dl (another analyzer, same methodology), 12.0 mg/dl (another analyzer, same methodology), and 12.2 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause but noted he checked probes, sampling and reagent systems. Performance tests performed which were within specification.